Manufacturer narrative:
Concomitant products: product ID 7434a, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3587a, lot# lb8309, implanted: (B)(6) 2004, product type lead; product ID 37752, serial# (B)(4), product type recharger; product ID 74001, lot# n251233, implanted: (B)(6) 2012, product type adapter; product ID 748951, serial# (B)(4), implanted: (B)(6) 2004, product type extension. (B)(4).

Event description:
It was noted that the one day prior to report patient went to see a doctor and they gave her a ¿shot in the right hip which was not affected by this box.¿ it was noted that ¿only the left side was affected by this box.¿ it was clarified that when the patient referred to ¿box¿ the patient was speaking of the ins. It was noted that the patient had a shot in the ¿left hip¿ and the patient was around hospital equipment. The patient stated when she had her first implant put in, which was ¿10 to 12 years ago¿, the patient was told that she could not be around magnetic equipment because it would interfere with the ¿box.¿ the patient stated that she started having trouble turning her stimulator off the night prior to report after she came home from the healthcare professional (hcp) appointment. The patient stated when she went to bed the night prior to report she could not turn her stimulator off because ¿it vibrates.¿ the patient stated she was told that when she goes to bed she should turn stimulation off ¿because she can¿t lie on the wire.¿ it was reported that a warning screen was observed on the patient programmer. The caller stated she looked in the programmer manual and the ¿screen states that the patient needs to synchronize.¿ patient services had the patient attempt to sync with the implantable neurostimulator (ins) and the caller described a ¿charge your neurostimulator screen.¿ the caller stated that the patient did not use the antenna. The caller stated that ¿problems¿ had been going on for the ¿last couple of days.¿ the caller explained to the patient that she needed to charge the ins. The caller came back to the phone and stated the patient tried to charge the ins the night prior to report but the ins would not charge. It was noted that the patient began a recharging sessions. The patient observed a normal recharging screen and had four coupling boxes shaded. Later in the call the patient observed six coupling boxes shaded. The patient stated that she had ¿this same screen¿ the night prior to report. It was noted that the patient sat and recharged for ¿almost two hours¿ the night prior to report but the ¿flashing battery icon never incremented until the patient was there for more than two hours.¿ the patient stated the night prior to report she had observed eight coupling boxes shaded. It was noted that the first quarter was flashing for ¿almost two hours.¿ it was reviewed that at the time of the call the patient was recharging the ins. It was reviewed that it was taking longer but the patient was charging. The patient stated that the night prior to report was when the patient began having issues with recharging the ins. The caller came back on the line and stated she did not think the patient had ever fully charged. The caller stated ¿at most the patient probably had reached ¾ full.¿ the patient stated a 50% charged ins would last the patient for ¿almost a week.¿ additional information was requested but was not available at the date of this report.